Manufacturer narrative:
(B)(4). The failure was confirmed. The pump would not start to verify functional testing. The pump was replaced with a test pump and the system passed power on self test (post), and started ventilation without generating any additional errors. The pump was inspected for damages. The right side of the protective shield was removed to inspect the bearings. When manually rotated the bearings did not catch and rotated normally. There was some corrosion observed on the on the base of the membrane around the piston rods. Customer notes mentioned that the system was near an MRI machine when the malfunction occurred. The magnetic field could have caused the motor to malfunction. There are not unusual defects to the pump other than the corrosion/contamination around the piston rods. The pump was replaced.

Event description:
It was reported that a sedated, intubated patient was put into a magnetic resonance imaging (MRI) machine. Thirty seconds into the exam, when the ventilator was pulled into the MRI machine, it stopped ventilating. The screen was black and an audible alarm was generated. The patient removed from the ventilator and manually ventilated throughout the remainder of the MRI exam. After the patient was removed from the MRI room, the patient was placed on a different portable ventilator for transportation. There is no reported patient harm associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.